Event description:
It was reported that the left ventricular lead had high threshold. The device was also noted to have reached elective replacement indicator early. The lead was removed and not replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 419588, lead, implanted: (B)(6) 2009. (B)(4).